Event description:
This lead was explanted due to a lead fracture. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, multiple abrasion marks were noted along the lead body, in particular between 45 cm and 48 cm distal to the is-1 connector pin. Approx. 12 cm proximal to the lead tip the conductor cable to the ring electrode was found fractured. This damage can be considered as the root cause of the clinical observations. It is assumed that the lead had been subject to excessive mechanical forces in the implanted state. Diagnostic images clarifying this assumption were not available. Further visual inspection showed dried blood residuals inside the lead's lumen which were most likely introduced by means of stylets used during the extraction procedure. Thus the mechanical analysis was not properly feasible. The electrical analysis confirmed a broken contact in the conductor to the ring electrode. No further peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.